Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancies") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), headache ("headaches"), alopecia ("hair loss"), pelvic pain ("severe pelvic pain") and menstrual disorder ("abnormal menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimesters of pregnancy. The patient was treated with surgery (underwent removal of the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the ectopic pregnancy with contraceptive device, headache, alopecia, pelvic pain and menstrual disorder outcome was unknown. The reporter considered alopecia, ectopic pregnancy with contraceptive device, headache, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed that essure was successfully occluded. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 25-jul-2017: reporter information updated, essure indication added, event injury was replaced by new events headaches, hair loss, severe pelvic pain, abnormal menstruation issues and ectopic pregnancies were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancies") and genital haemorrhage ("heavy abnormal bleeding/blood cots") in a 24-year-old female patient who had essure (batch no. 626800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty with inserting coils in left tube". The patient's past medical history included gravida ii (B)(6) 2003 on (B)(6) 2012 g3p1021), termination of pregnancy (surgical), adnexal mass, swelling of legs, c-section (one full-term c-section and eab x 1,), abstains from alcohol and headache (since she was 16 years, gone for a while and came back in 2008). On (B)(6) 2008, during post operative check, she denied abdominal pain, fever, chills, unusual vaginal discharge. Previously administered products included for pregnancy prevention (made me sick): bc pills from 2004 to 2005, nuvaring in 2005 and depo shot from 2003 to 2004; for an unreported indication: orthotricyciene. Past adverse reactions to the above products included malaise with bc pills, depo shot and nuvaring; and nausea with orthotricyciene. Concurrent conditions included parity 1 ((25jul2003)), shortening of menstrual cycle, d & c, menses irregular, ex-smoker, retroverted uterus, haemorrhagic ovarian cyst, photophobia, hair loss and contact dermatitis. Concomitant products included magnesium oxide and riboflavin for abortion and prophylaxis, evra (ortho evra) for contraception as well as codeine, medroxyprogesterone (depo provera) and paracetamol (tylenol es). In 2008, the patient experienced pelvic pain ("severe pelvic pain / pelvic pain / pain / constant mind to severe pelvic pain"), abdominal pain ("abdominal pain /constant mind to severe abdominal pain"), vulvovaginal pain ("vaginal pain /constant mind to severe vaginal pain") and back pain ("back pain /constant mind to severe lower back pain"). In august 2008, the patient experienced headache ("headaches"), rash ("rash/ skin breakouts"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and rash macular ("red spots on skin"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), menstrual disorder ("abnormal menstruation issues"), abdominal pain lower ("severe cramping"), dyspnoea ("shortness of breath"), pain in extremity ("pain in legs"), tooth disorder ("teeth problems") and abdominal pain upper ("stomach pain"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2009. The patient was treated with ibuprofen (motrin), naproxen sodium (aleve), analgesics and surgery (she underwent a partial hysterectomy to removal the essure devices and salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 20115. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, alopecia, pelvic pain, menstrual disorder, abdominal pain, vulvovaginal pain, abdominal pain lower, dyspnoea, pain in extremity, back pain, tooth disorder, dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine and rash macular outcome was unknown and the headache, rash and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, dysmenorrhoea, dyspnoea, ectopic pregnancy with contraceptive device, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, rash, rash macular, tooth disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she was not advised of any complications from your essure removal procedure. Essure canalization was performed first on the patient's right and then on the patient's left without difficulty, 2 coils were visible on both sides after the procedure. Patient stated that states that 2 months ago started with pelvic pain that she attributes to essure. She also thinks essure is causing her pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on 20-nov-2008: confrrmed that essure was successfully occluded on (B)(6) 2013, she has not had a CT scan for years. She is sometimes nauseated. Sometimes little black specks. On (B)(6) 2012, transvaginal us result was assessment: normal uterus with no fibroids. Normal left ovary. Right ovary with cystic mass most consistent with a hemorrhagic cyst with maximum diameter of 3.7cm. Recommend repeat us in 2-3 cycles to assess for resolution. Free fluid is present in the pelvis as well. On (B)(6) 2012, pelvic us result was essure sterilization with concern for failed essure (due to recent pregnancy) and new pelvic pain that is likely due to hemorrhagic cyst. On (B)(6) 2013, pelvic us result showed the uterus was normal in size and appearance and no fibroids are identified. Both ovaries are normal in size. The previously noted r ovarian cyst from 10/12 is no longer present. The left ovary is somewhat polycystic in appearance but does not meet criteria for polycystic ovary. Normal pelvic ultrasound, interval resolution of previously noted right ovarian cyst. On (B)(6) 2013, us, right ovary: sagittal 3.18 cm, transverse 2.08 cm, a/p 2.25 cm, normal, number of follicles multiple < 2cm. Left ovary: sagittal 3.02 cm, transverse 2.10 cm, a/p 1.94 cm, normal, polycystic appearing ovary that does not meet rotterdam criteria. Right fallopian tube: not visualized. On (B)(6) 2013, MRI brain without contrast result was impression: unremarkable noncontrast MRI of the brain. On (B)(6) 2015, specimens: right fallopian tube, normal uterus approx. 9 weeks size. Normal ovaries and fallopian tubes. Essure coil from r fallopian tube. Ostial visualized bilaterally hysteroscopically with no more evidence of essure coils. On (B)(6) 2015, surgical pathology report, final diagnosis was right and left fallopian tubes with multiple paratubal cysts. -- foreign body, metallic wire, 0.7 cm length. Specimen a, received in formalin labeled with the patient's name and "bilateral fallopian tube," consists of two glistening blue-gray tubule segment with attached fimbriae and measuring 8.1 and 9.6 cm in length and averaging 0.5 cm in greatest diameter. The longer fallopian tube has an attached 2.3 x 1.7 x fallopian tube reveal a grossly unremarkable pinpoint lumen. Representative sections are submitted in five cassettes as follows: a1 - fimbriae of shorter tube serially sectioned and entirely submitted, a2 - cross section of shorter tube, a3 - fimbriae of longer tube serially sectioned and entirely submitted, a4 - cross section of longer and a5 - representative section of attached uterine tissue. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, migraine, rash, pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, abdominal pain, back pain, abdominal pain upper and skin disorder. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancies") and genital haemorrhage ("heavy abnormal bleeding/blood cots") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), alopecia ("hair loss"), pelvic pain ("severe pelvic pain / pelvic pain"), menstrual disorder ("abnormal menstruation issues"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dyspnoea ("shortness of breath"), pain in extremity ("pain in legs"), back pain ("back pain"), rash ("skin rashes") and tooth disorder ("teeth problems"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (she underwent a partial hysterectomy to removal the essure devices). Essure was removed in (B)(6) 2015. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, headache, alopecia, pelvic pain, menstrual disorder, abdominal pain, vulvovaginal pain, dyspnoea, pain in extremity, back pain, rash and tooth disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dyspnoea, ectopic pregnancy with contraceptive device, genital haemorrhage, headache, menstrual disorder, pain in extremity, pelvic pain, rash, tooth disorder and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed that essure was successfully occluded. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: summons received: reporters were added. New events added blood clots, shortness of breath, pain in legs, back pain, skin rashes and teeth problems. The essure removal date was updated and removal procedure was also reported. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancies') in a 41-year-old female patient who had essure (batch no. 626800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty with inserting coils in left tube". The patient's medical history included gravida ii (((B)(6) 2003) , on (B)(6) 2012 g3p1021), termination of pregnancy (surgical), adnexal mass, swelling of legs, c-section (one full-term c-section and eab x 1,), abstains from alcohol, headache (since she was 16 years, gone for a while and came back in 2008) and chlamydial infection. On (B)(6) 2008, during post operative check, she denied abdominal pain, fever, chills, unusual vaginal discharge. On (B)(6) 2013, she has not had a CT scan for years. She is sometimes nauseated. Sometimes little black specks. On (B)(6) 2012, transvaginal us result was assessment: normal uterus with no fibroids. Normal left ovary. Right ovary with cystic mass most consistent with a hemorrhagic cyst with maximum diameter of 3.7cm. Recommend repeat us in 2-3 cycles to assess for resolution. Free fluid is present in the pelvis as well. On (B)(6) 2012, pelvic us result was essure sterilization with concern for failed essure (due to recent pregnancy) and new pelvic pain that is likely due to hemorrhagic cyst. On (B)(6) 2013, pelvic us result showed the uterus was normal in size and appearance and no fibroids are identified. Both ovaries are normal in size. The previously noted r ovarian cyst from 10/12 is no longer present. The left ovary is somewhat polycystic in appearance but does not meet criteria for polycystic ovary. Normal pelvic ultrasound, interval resolution of previously noted right ovarian cyst. On (B)(6) 2013, us, right ovary: sagittal 3.18 cm, transverse 2.08 cm, a/p 2.25 cm, normal, number of follicles multiple < 2cm. Left ovary: sagittal 3.02 cm, transverse 2.10 cm, a/p 1.94 cm, normal, polycystic appearing ovary that does not meet rotterdam criteria. Right fallopian tube: not visualized. On (B)(6) 2013, MRI brain without contrast result was impression: unremarkable noncontrast MRI of the brain. On (B)(6) 2015, specimens: right fallopian tube, normal uterus approx. 9 weeks size. Normal ovaries and fallopian tubes. Essure coil from r fallopian tube. Ostial visualized bilaterally hysteroscopically with no more evidence of essure coils. On (B)(6) 2015, surgical pathology report, final diagnosis was right and left fallopian tubes with multiple paratubal cysts. -- foreign body, metallic wire, 0.7 cm length. Specimen a, received in formalin labeled with the patient's name and "bilateral fallopian tube," consists of two glistening blue-gray tubule segment with attached fimbriae and measuring 8.1 and 9.6 cm in length and averaging 0.5 cm in greatest diameter. The longer fallopian tube has an attached 2.3 x 1.7 x fallopian tube reveal a grossly unremarkable pinpoint lumen. Representative sections are submitted in five cassettes as follows: a1 - fimbriae of shorter tube serially sectioned and entirely submitted, a2 - cross section of shorter tube, a3 - fimbriae of longer tube serially sectioned and entirely submitted, a4 - cross section of longer and a5 - representative section of attached uterine tissue. Previously administered products included for pregnancy prevention (made me sick): bc pills from 2004 to 2005, nuvaring and depo shot from 2003 to 2004; for an unreported indication: orthotricyciene. Past adverse reactions to the above products included malaise with bc pills, depo shot and nuvaring; and nausea with orthotricyciene. Concurrent conditions included parity 1 (((B)(6) 2003)), shortening of menstrual cycle, d & c, menses irregular, ex-smoker, retroverted uterus, haemorrhagic ovarian cyst, photophobia, hair loss and contact dermatitis. Concomitant products included magnesium oxide and riboflavin for abortion and prophylaxis, ethinylestradiol;norelgestromin (ortho evra) for contraception as well as codeine, codeine phosphate;paracetamol (tylenol with codeine no.3) since 2008, medroxyprogesterone acetate (depo provera) and paracetamol. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced abdominal pain ("abdominal pain /constant mind to severe abdominal pain"), vulvovaginal pain ("vaginal pain /constant mind to severe vaginal pain") and back pain ("back pain /constant mind to severe lower back pain"). In (B)(6) 2008, the patient experienced headache ("headaches"), pelvic pain ("severe pelvic pain / pelvic pain / pain / constant mind to severe pelvic pain"), rash ("rash/ skin breakouts"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and rash macular ("red spots on skin"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("heavy abnormal bleeding/blood cots"), alopecia ("hair loss"), menstrual disorder ("abnormal menstruation issues"), abdominal pain lower ("severe cramping"), dyspnoea ("shortness of breath"), pain in extremity ("pain in legs"), tooth disorder ("teeth problems"), abdominal pain upper ("stomach pain"), device expulsion ("essure expulsion"), device dislocation ("essure migration") and post procedural complication ("post removal complication"). The patient was treated with analgesics, ibuprofen (motrin), naproxen sodium (aleve) and surgery (she underwent a partial hysterectomy to removal the essure devices and salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the ectopic pregnancy with contraceptive device, alopecia, menstrual disorder, abdominal pain, vulvovaginal pain, abdominal pain lower, dyspnoea, pain in extremity, back pain, tooth disorder, dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine, rash macular and post procedural complication outcome was unknown and the genital haemorrhage, headache, pelvic pain, rash, abdominal pain upper, device expulsion and device dislocation had resolved. Pregnancy related information: retrospective report. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2009. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, device dislocation, device expulsion, dysmenorrhoea, dyspnoea, ectopic pregnancy with contraceptive device, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, post procedural complication, rash, rash macular, tooth disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she was not advised of any complications from your essure removal procedure. Essure canalization was performed first on the patient's right and then on the patient's left without difficulty, 2 coils were visible on both sides after the procedure. Patient stated that states that 2 months ago started with pelvic pain that she attributes to essure. She also thinks essure is causing her pain. There are discrepancies between dates of essure implant and essure removal. Essure implant has two dates ((B)(6) 2008 and (B)(6) 2012) and essure removal ((B)(6) 2015 and (B)(6) 2016). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: confrrmed that essure was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, migraine, rash, pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, abdominal pain, back pain, abdominal pain upper and skin disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received : date of patient's birth was updated. There are discrepancies between dates of essure implant and essure removal. Essure implant has two dates ((B)(6) 2008 and (B)(6) 2012) and essure removal ((B)(6) 2015 and (B)(6) 2016).¿new events "essure expulsion", "essure migration", "post removal complication" were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancies") and genital haemorrhage ("heavy abnormal bleeding/blood cots") in a (B)(6) year-old female patient who had essure (batch no. 626800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty with inserting coils in left tube". The patient's past medical history included gravida ii (((B)(6) 2003) , on (B)(6) 2012 (B)(4)), abortion, adnexal mass, swelling of legs, c-section (one full-term c-section and eab x 1,), abstains from alcohol and headache (since she was 16 years, gone for a while and came back in 2008). On (B)(6) 2008, during post operative check, she denied abdominal pain, fever, chills, unusual vaginal discharge. Previously administered products included for pregnancy prevention (made me sick): bc pills from 2004 to 2005, nuvaring in 2005 and depo shot from 2003 to 2004; for an unreported indication: orthotricyciene. Past adverse reactions to the above products included malaise with bc pills, depo shot and nuvaring; and nausea with orthotricyciene. Concurrent conditions included parity 1 (((B)(6) 2003)), shortening of menstrual cycle, d & c, menses irregular, ex-smoker, retroverted uterus, hemorrhagic cyst, photophobia, hair loss and contact dermatitis. Concomitant products included magnesium oxide and riboflavin for abortion and prophylaxis, evra (ortho evra) for contraception as well as codeine, medroxyprogesterone (depo provera) and paracetamol (tylenol es). In 2008, the patient experienced headache ("headaches"), pelvic pain ("severe pelvic pain / pelvic pain / pain / constant mind to severe pelvic pain"), abdominal pain ("abdominal pain /constant mind to severe abdominal pain"), vulvovaginal pain ("vaginal pain /constant mind to severe vaginal pain"), back pain ("back pain /constant mind to severe lower back pain"), rash ("rash/ skin breakouts"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) "), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) ") and migraine ("migraines "). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), menstrual disorder ("abnormal menstruation issues"), abdominal pain lower ("severe cramping"), dyspnoea ("shortness of breath"), pain in extremity ("pain in legs"), tooth disorder ("teeth problems"), abdominal pain upper ("stomach pain") and rash macular ("red spots on skin"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2009. The patient had essure during the first trimester of pregnancy. The patient was treated with ibuprofen (motrin), naproxen sodium (aleve), analgesics and surgery (she underwent a partial hysterectomy to removal the essure devices and salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, alopecia, pelvic pain, menstrual disorder, abdominal pain, vulvovaginal pain, abdominal pain lower, dyspnoea, pain in extremity, back pain, tooth disorder, dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine and rash macular outcome was unknown and the headache, rash and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, dysmenorrhoea, dyspnoea, ectopic pregnancy with contraceptive device, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, rash, rash macular, tooth disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she was not advised of any complications from your essure removal procedure. Essure canalization was performed first on the patient's right and then on the patient's left without difficulty, 2 coils were visible on both sides after the procedure. Patient stated that states that 2 months ago started with pelvic pain that she attributes to essure. She also thinks essure is causing her pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: confrrmed that essure was successfully occluded on (B)(6) 2013, she has not had a CT scan for years. She is sometimes nauseated. Sometimes little black specks. On (B)(6) 2012, transvaginal us result was assessment: normal uterus with no fibroids. Normal left ovary. Right ovary with cystic mass most consistent with a hemorrhagic cyst with maximum diameter of 3.7cm. Recommend repeat us in 2-3 cycles to assess for resolution. Free fluid is present in the pelvis as well. On (B)(6) 2012, pelvic us result was essure sterilization with concern for failed essure (due to recent pregnancy) and new pelvic pain that is likely due to hemorrhagic cyst. On (B)(6) 2013, pelvic us result showed the uterus was normal in size and appearance and no fibroids are identified. Both ovaries are normal in size. The previously noted r ovarian cyst from 10/12 is no longer present. The left ovary is somewhat polycystic in appearance but does not meet criteria for polycystic ovary. Normal pelvic ultrasound, interval resolution of previously noted right ovarian cyst. On (B)(6) 2013, us, right ovary: sagittal 3.18 cm, transverse 2.08 cm, a/p 2.25 cm, normal, number of follicles multiple < 2cm. Left ovary: sagittal 3.02 cm, transverse 2.10 cm, a/p 1.94 cm, normal, polycystic appearing ovary that does not meet rotterdam criteria. Right fallopian tube: not visualized. On (B)(6) 2013, MRI brain without contrast result was impression: unremarkable noncontrast MRI of the brain. On (B)(6) 2015, specimens: right fallopian tube, normal uterus approx. 9 weeks size. Normal ovaries and fallopian tubes. Essure coil from r fallopian tube. Ostial visualized bilaterally hysteroscopically with no more evidence of essure coils. On (B)(6) 2015, surgical pathology report, final diagnosis was right and left fallopian tubes with multiple paratubal cysts. -- foreign body, metallic wire, 0.7 cm length. Specimen a, received in formalin labeled with the patient's name and "bilateral fallopian tube," consists of two glistening blue-gray tubule segment with attached fimbriae and measuring 8.1 and 9.6 cm in length and averaging 0.5 cm in greatest diameter. The longer fallopian tube has an attached 2.3 x 1.7 x fallopian tube reveal a grossly unremarkable pinpoint lumen. Representative sections are submitted in five cassettes as follows: a1 - fimbriae of shorter tube serially sectioned and entirely submitted, a2 - cross section of shorter tube, a3 - fimbriae of longer tube serially sectioned and entirely submitted, a4 - cross section of longer and a5 - representative section of attached uterine tissue. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, migraine, rash, pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, abdominal pain, back pain, abdominal pain upper and skin disorder. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-feb-2018: plaintiff fact sheet and medical records received. Events added per pfs: abnormal bleeding (vaginal), menorrhagia and colpopexy were added as events. Essure placed on (B)(6) 2009 and removed on (B)(6) 2011. Patient demographics, medical history, concurrent conditions, concomitant medications were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancies') and device dislocation ('essure migration') in a 41-year-old female patient who had essure (batch no. 626800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty with inserting coils in left tube". The patient's medical history included gravida ii (B)(6)2003) , on (B)(6)2012 g3p1021), termination of pregnancy (surgical), adnexal mass, swelling of legs, c-section (one full-term c-section and eab x 1,), abstains from alcohol, headache (since she was 16 years, gone for a while and came back in 2008) and chlamydial infection. On (B)(6)2008, during post operative check, she denied abdominal pain, fever, chills, unusual vaginal discharge. On (B)(6)2013, she has not had a CT scan for years. She is sometimes nauseated. Sometimes little black specks. On (B)(6)2012, transvaginal us result was assessment: normal uterus with no fibroids. Normal left ovary. Right ovary with cystic mass most consistent with a hemorrhagic cyst with maximum diameter of 3.7cm. Recommend repeat us in 2-3 cycles to assess for resolution. Free fluid is present in the pelvis as well. On (B)(6)2012, pelvic us result was essure sterilization with concern for failed essure (due to recent pregnancy) and new pelvic pain that is likely due to hemorrhagic cyst. On (B)(6)2013, pelvic us result showed the uterus was normal in size and appearance and no fibroids are identified. Both ovaries are normal in size. The previously noted r ovarian cyst from (B)(6) is no longer present. The left ovary is somewhat polycystic in appearance but does not meet criteria for polycystic ovary. Normal pelvic ultrasound, interval resolution of previously noted right ovarian cyst. On (B)(6)2013, us, right ovary: sagittal 3.18 cm, transverse 2.08 cm, a/p 2.25 cm, normal, number of follicles multiple < 2cm. Left ovary: sagittal 3.02 cm, transverse 2.10 cm, a/p 1.94 cm, normal, polycystic appearing ovary that does not meet rotterdam criteria. Right fallopian tube: not visualized. On (B)(6)2013, MRI brain without contrast result was impression: unremarkable noncontrast MRI of the brain. On (B)(6)2015, specimens: right fallopian tube, normal uterus approx. 9 weeks size. Normal ovaries and fallopian tubes. Essure coil from r fallopian tube. Ostial visualized bilaterally hysteroscopically with no more evidence of essure coils. On (B)(6)2015, surgical pathology report, final diagnosis was right and left fallopian tubes with multiple paratubal cysts. -- foreign body, metallic wire, 0.7 cm length. Specimen a, received in formalin labeled with the patient's name and "bilateral fallopian tube," consists of two glistening blue-gray tubule segment with attached fimbriae and measuring 8.1 and 9.6 cm in length and averaging 0.5 cm in greatest diameter. The longer fallopian tube has an attached 2.3 x 1.7 x fallopian tube reveal a grossly unremarkable pinpoint lumen. Representative sections are submitted in five cassettes as follows: a1 - fimbriae of shorter tube serially sectioned and entirely submitted, a2 - cross section of shorter tube, a3 - fimbriae of longer tube serially sectioned and entirely submitted, a4 - cross section of longer and a5 - representative section of attached uterine tissue. Previously administered products included for pregnancy prevention (made me sick): bc pills from 2004 to 2005, nuvaring and depo shot from 2003 to 2004; for an unreported indication: orthotricyciene. Past adverse reactions to the above products included malaise with bc pills, depo shot and nuvaring; and nausea with orthotricyciene. Concurrent conditions included parity 1 (B)(6)2003)), shortening of menstrual cycle, d & c, menses irregular, ex-smoker, retroverted uterus, haemorrhagic ovarian cyst, photophobia, hair loss and contact dermatitis. Concomitant products included magnesium oxide and riboflavin for abortion and prophylaxis, ethinylestradiol;norelgestromin (ortho evra) for contraception as well as codeine, codeine phosphate;paracetamol (tylenol with codeine no.3) since 2008, medroxyprogesterone acetate (depo provera) and paracetamol. In 2008, the patient experienced abdominal pain ("abdominal pain /constant mind to severe abdominal pain"), vulvovaginal pain ("vaginal pain /constant mind to severe vaginal pain") and back pain ("back pain /constant mind to severe lower back pain"). In august 2008, the patient experienced headache ("headaches"), pelvic pain ("severe pelvic pain / pelvic pain / pain / constant mind to severe pelvic pain"), rash ("rash/ skin breakouts"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and rash macular ("red spots on skin"). On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding/blood cots"), alopecia ("hair loss"), menstrual disorder ("abnormal menstruation issues"), abdominal pain lower ("severe cramping"), dyspnoea ("shortness of breath"), pain in extremity ("pain in legs"), tooth disorder ("teeth problems"), abdominal pain upper ("stomach pain"), device expulsion ("essure expulsion") and post procedural complication ("post removal complication"). The patient was treated with analgesics, ibuprofen (motrin), naproxen sodium (aleve) and surgery (she underwent a partial hysterectomy to removal the essure devices and salpingectomy on (B)(6)2015). Essure was removed on (B)(6)2015. At the time of the report, the ectopic pregnancy with contraceptive device, alopecia, menstrual disorder, abdominal pain, vulvovaginal pain, abdominal pain lower, dyspnoea, pain in extremity, back pain, tooth disorder, dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine, rash macular and post procedural complication outcome was unknown and the device dislocation, genital haemorrhage, headache, pelvic pain, rash, abdominal pain upper and device expulsion had resolved. Pregnancy related information: retrospective report. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6)2009. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, device dislocation, device expulsion, dysmenorrhoea, dyspnoea, ectopic pregnancy with contraceptive device, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, post procedural complication, rash, rash macular, tooth disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she was not advised of any complications from your essure removal procedure. Essure canalization was performed first on the patient's right and then on the patient's left without difficulty, 2 coils were visible on both sides after the procedure. Patient stated that states that 2 months ago started with pelvic pain that she attributes to essure. She also thinks essure is causing her pain. There are discrepancies between dates of essure implant and essure removal. Essure implant has two dates (B)(6)2008 and (B)(6)2012) and essure removal (B)(6)2015 and (B)(6)2016). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6)2008: results: confirmed that essure was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, migraine, rash, pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, abdominal pain, back pain, abdominal pain upper and skin disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality safety evaluation of ptc. Seriousness criteria added to device dislocation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancies") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), alopecia ("hair loss"), pelvic pain ("severe pelvic pain / pelvic pain"), menstrual disorder ("abnormal menstruation issues"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent removal of the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, headache, alopecia, pelvic pain, menstrual disorder, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, ectopic pregnancy with contraceptive device, genital haemorrhage, headache, menstrual disorder, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: on or around (B)(6) 2016, she was forced to undergo one or more surgeries to remove one or more of the esure coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed that essure was successfully occluded. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-oct-2017: f/u summons - new events pelvic pain, abdominal pain, vaginal pain, severe cramping, heavy abnormal bleeding" was added. Product stop date was updated to (B)(6) 2016. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.